Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular led exhibited high impedance. During procedure, it was noted that the lead had fractured. The lead was capped and replaced. The patient tolerated the procedure well and would continue to be followed normally.